Event description:
As reported by the end user, during left ventriculogram procedure, physician was unable to pass guidewire through diagnostic catheter. Upon inspection, the physician noticed a piece of foreign matter lodged in the diagnostic catheter. The procedure was aborted due to this event. A follow up with (B)(6), pt safety at the hospital, stated that there was no harm to the pt. She also stated that risk management will be retaining all devices used during the procedure as they are unaware of where the foreign matter originated. They will be sending the sample to an independent lab for analysis and providing those results to all device manufacturers involved.

Manufacturer narrative:
It has been indicated by the end user that the device used in the event will be retained by the hospital for independent testing and will not be returned to the manufacturer. An investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).